Event description:
The customer reported that a baby has an spo2 in the 60s, but there was no alarm.

Manufacturer narrative:
(B)(4): the customer reported that a baby had an spo2 in the 60s, but there was no alarm. Through subsequent investigation, the customer reported that the alarms for this patient event are present. The vital signs trend for a desaturation to 67%. There was no malfunction. The customer issue is resolved. No further investigation or action is warranted. (B)(4).